Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient stated she went ¿into dka¿ (no specific symptoms were reported). The patient was brought to the hospital by an ambulance. When a fingerstick was taken during the event, the cgm was reading 19.0 mmol/l, and the blood glucose reading was 12.0 mmol/l. The patient declined to provide any other information regarding the event. At the time of the report the patient had a blood glucose reading of 27.0 mmol/l. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.